Manufacturer narrative:
The customer¿s complaint of a leak during outpatient use could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the connection site during patient use. There was no patient harm. The customer later reported that they have requested their technicians make sure the valves are cleaned, and that they allow for proper drying time prior to making connection of products.